Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advaning the delivery/stent device through the guide catheter. Upon removal, damage was noted to the distal and proximal stent struts. No pt injury or complications occurred.